Event description:
Customer reports being unable to obtain a result on the aviva nano due to an error on the device. Customer administered her prescribed doses of insulin, and 4 hours later collapsed. An ambulance was called, and customer tested 0.8 mmol/l on professional device. Customer was treated with glucose and taken to the hospital where she regained consciousness 1.5 hours later and was released home. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).